Event description:
On june 18, 2008 the reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra meter displayed an unk error message. The medical affairs specialist (mas) spoke with the pt on july 1, 2008 to obtain add'l info included below. The pt said he was unable to obtain readings on the reported product for a couple of days prior to the time of concern. He said he continued to take his usual daily insulin, apidra 25 units each am and 15 units each evening and 60 units lantus insulin each night. He said he ate as usual. On event date at 11:45 pm, the pt was reportedly feeling sweaty and not verbally responsive. Ems was called. The emt's reportedly obtained readings of 51 and 55 on their meter and treated the pt with oral glucose. A later reading of 88 mg/dl was reportedly obtained on the ems meter. The pt said he was not taken on the hospital. The pt was unable to specify which error message(s) appeared on the reported meter. The pt's products were replaced. The complaint is reported because the pt alleges he experienced hypoglycemia and was treated with oral glucose after he obtained error messages and was unable to obtain blood glucose readings on the reported lfs product.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.